Event description:
The patient reported a noted elevation in heart rate. The patient made contact with the physician and was instructed to wait to be seen at the next device check. Follow up attempts to determine if the device was the cause of the elevated heart rates were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.